Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) after running out of insulin and changing the cartridge, with a fingerstick blood glucose of 432 mg/dl and infusion site on the abdomen; device problem and component details were not established due to insufficient information. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed no findings available, and the medical device problem and device component were recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.